Event description:
Per the clinic, the patient experienced an mrsa infection surrounding the area of implant site (specific date not reported). Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on march 08, 2022.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific date, type and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on april 7, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 23, 2022.